Manufacturer narrative:
The product was returned for analysis. The device history record (DHR) was reviewed, no abnormalities were found, and the product met release criteria. The shunt's inner lumen was found to be partially blocked. The complainant statement "no flow" was confirmed. The root cause could not be conclusively determined. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A user facility reported that a shunt was removed during surgery, as no aqueous humor was released after insertion. Additional information received from the healthcare professional, who indicated the shunt was exchanged for a new one during the same surgical procedure. There was no impact to the pt postoperatively.